Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International affiliate reported that an or staff member sustained a clean needlestick injury while attempting to remove the protective cap from the trocar. There is no report of a need for any medical intervention.